Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "when the user attempted to fire a staple, it jammed and didn't come out from the stapler during use. The user replaced the stapler with a new one, but the same issue occurred to 4 units in total. Therefore, the fifth unit was used to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported". The patient status is reported as "fine". Associated mdrs #3003898360-2023-01388, 3003898360-2023-01389, 3003898360-2023-01427.

Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when the user attempted to fire a staple, it jammed and didn't come out from the stapler during use. The user replaced the stapler with a new one, but the same issue occurred to 4 units in total. Therefore, the fifth unit was used to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported". The patient status is reported as "fine". See associated mdrs #3003898360-2023-01388, 3003898360-2023-01389, 3003898360-2023-01427.